Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience repeat cgm error after reset, and successfully started sensor session; no additional actions were reported.